Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer lost telemetry during a training session using a cardiac resynchronization therapy defibrillator (crt-d). It was noted that the training scenario set up for undersensing of ventricular fibrillation (vf) required an emergency shock. However, when the user chose emergency, the mobile programmer generated an error message to appear on the screen indicating a loss of telemetry. The process was repeated and was successful on the second attempt. The mobile programmer and patient connector remain in use. There was no patient involvement.